Event description:
It was further reported that the patient came to the hospital for the refill procedure and the physician observed and followed up on the patient's symptoms. The morphine concentration was 10 mg/ml with a flow rate of 2.9 mg/date. Peri-operative antibiotics were not administered. There was no data regarding if the patient had meningitis. The cultured yellowish sticky material had no growth in two days. The patient outcome was reported as normal with no sign of infection. A further request was made to clarify if the pump remained implanted or if it was explanted. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Please note as now confirmed no surgical intervention had taken place. This report would be a malfunction report due to the yellow fluid reported.

Event description:
It was later clarified that the pump and catheter were not explanted nor replaced. The patient still uses that pump. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that the patient came to refill the morphine at the clinic. When physician aspirated the old drug from the pump he found 2 milliliters (ml) that was yellowish and sticky. The physician changed the syringe and got another 2 ml of clear fluid. The yellow fluid was sent to culture and waiting a reporting for 3-5 days. There was no report of patient symptoms associated with this event. The device was reported as being replaced and was to be returned for analysis. This device system delivered morphine. Additional information was requested to clarify event details, symptoms, resolution, and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8551, serial # unknown, product type accessory. (B)(4).